Event description:
The customer reported that the monitor went black on the instratrak 3500 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep ordered parts, but the service call was cancelled by the customer. No further info is available.